Event description:
A customer reported to baxter corporate product surveillance an interlink extension set with control-a-flo regulator in which leaking rituxan was detected during infusion on a female patient. According to the report, the set was leaking between the tubing and the luer at the distal end of the set. Reporter stated that she could not visually detect a hole or crack at the site of the leak. The nurse reported that there was no patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. No conclusion can be drawn from the investigation. Root cause not determined. Baxter will continue to monitor similar reports to determine if further actions are required.